Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Additionally, it was reported that calibration was not performed correctly. The dexcom g5 mobile continuous glucose monitoring system user's guide states: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. During signal loss: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. During error reading symbol: don't calibrate. System may correct problem on its own and display sensor glucose readings again. At the time of contact, no injury or medical intervention was reported.